Event description:
It was reported that the zimmer air dermatome no longer cuts and tears the skin. Despite multiple follow up attempts with the customer, no additional information was able to be obtained regarding the reported event.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device is 14 years old and was last returned to the manufacturer for repair on (B)(6) 2006. Investigation of device revealed a damaged head and control bar. The 3" width plate was also damaged. Prior to repair, the device was outside of calibration specifications at all thickness settings. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.